Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of handle won't turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) procedure to treat varices performed on (B)(6) 2024. During the procedure, the handle would not turn. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed during the set-up process; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."